Manufacturer narrative:
Vyaire has reached out to customer to provide additional information regarding the reported issue, along with the affected sample for further investigation. At this time vyaire is waiting for a customer response .if the customer provides the sample for further investigation or additional information is obtained, vyaire will provided a follow up emdr.

Event description:
Per med watch report mw5075085: "administering curosurf in or post delivery. First dose went in fine. Second dose catheter broke, lost 8 cm of catheter in et tube. Recovered broken part of catheter with meconium catheter/aspirator per physician at bedside".